Manufacturer narrative:
Correction to h11 investigation conclusion: the pod arrived fully deployed. A tear in the internal portion of the soft cannula was observed, measuring to be 0.134 inches from the nailhead. Where it was observed to leak. The battery voltage of all three batteries were measured to be lower than expected. An external power supply was attached in order to retrieve download data. Inspection of the download data showed that the pod had generated a rotational sensor malfunction in conjunction with the pod generating an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. The shelf mode current (smc) was unable to be measured accurately due to the fluid leak. The rotational sensor assembly was inspected, and evidence of fluid was observed on the commutator cap. The observed tear in the internal portion of the soft cannula can be confirmed as the cause of the commutator cap contamination and subsequent 0x40 hazard alarm.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl. Investigation of pod found damage to the cannula.

Manufacturer narrative:
The pod arrived fully deployed. A tear in the internal portion of the soft cannula was observed, measuring to be 0.134 inches from the nail head. Where it was observed to leak. The observed tear in the internal portion of the soft cannula can be confirmed as the cause of the commutator cap contamination and subsequent 0x40 hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.